Event description:
Skytron 3500 or table malfunctioned in the middle of the case. Anesthesia was raising the or table and it continued to rise to its maximum height in the middle of the procedure; staff had discontinued pressing the button to raise the or table but it continued on its own. Table was unplugged, remote control for the table was unplugged. Eventually staff was able to get the or table lowered to an acceptable position. Surgery was completed. Manufacturer response for or table, (brand not provided) (per site reporter). They have not come to look at the table yet.